Event description:
A surgeon reported a pt experiencing glare and seeing "a lot of shimmering lights when driving at night" following bilateral intraocular lens (iol) implant surgery. The surgeon also reported noting glistening on the lens which he believes could be the problem. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).